Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced shadows, eye fatigue, unable to read computer distance, lights too big from glared halos, and difficulty with neuro adaptation to the trifocal. The iol was exchanged in a secondary procedure. Additional information has been requested.